Manufacturer narrative:
503458 lead implant date: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a low lead impedance warning and a polarity switch. The lead remains in use. No patient complications have been reported as a result of this event.